Event description:
Lead dislodged; positioning difficulty, sensing and capture difficulties. Additional info rec'd inappropriate shocks due to dislodgement.

Event description:
Lead dislodged; positioning difficulty, sensing and capture difficulties.